Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Installed new front panel assembly. While re-connecting the battery tray molex connector there was a large spark and a component on the mainboard was damaged. The filed service representative contacted technical support verified that all components reconnected correctly but the mainboard was still damaged. A new mainboard was ordered and installed. The bad valve body was replaced as well and performed calibrations and owner verification process. All tests passed. Ventilator is operating per vyaire specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported touch screen not responding in correct location on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.